Manufacturer narrative:
Tracking number: (B)(4). Date initial report sent: (B)(6) 2015. (B)(4).

Event description:
According to the reporter: during a right hemi procedure in the small bowel, the loaded gia was handed to the surgeon in 2 parts. The surgeon had selected the desired tissue,clamped together both parts of the gia, but the device could not fire. Suspected alignment issue. Rep advised they have sterilised the gia stapler in question. The gia stapler was sterilized after the procedure. Additional information was received from the mhra: a further small amount of bowel was removed, and another stapler was used with success. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). Evaluation: visual inspection of the instrument noted no abnormalities. Visual examination of the staple cartridge noted that the loading unit was partially applied and engaged in interlock. Microscopic inspection of the knife blade displayed no damage. The sulu was reset and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. The returned product as received by medtronic was found to meet specifications and due to partially fired sulu, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will "float" up and down in final loaded position. The file will be closed as a misuse of the product.